Event description:
It was reported that left hip revision was performed due to pain and other complications.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, bhr cup, & modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. In conclusion, it is unknown if the patient¿s body habitus and early weight bearing contributed to the dislocations and subsequent revision. The second revision could have been precipitated, by the hematogenous infection in the hip. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. All the released devices involved met manufacturing specifications at the time of production. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.